Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced an infection approximately a year and a half after implant. The patient was admitted to the hospital with fever and chills. Upon admission a fever, hypotension and septic shock developed. Imaging revealed vegetation on the leads, bilateral pleural effusions and a right upper lobe nodule on the lungs. The patient was treated with norepinephrine, vancomycin, and intravenous fluids. The implantable pulse generator (ipg) system was explanted. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.